Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. The customer was on her way home after working twelve hours when she blacked out and the accident happened. The customer was not sure of a diabetic diagnosis, but she did have a traumatic brain injury. The customer mentioned that her entire right side was paralyzed and she was in rehab for several weeks. Troubleshooting was performed, and the drive support cap appears to be normal. The manual prime test did passed. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.